Manufacturer narrative:
Device evaluated by MFR: at this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator failed last night while in use on a patient. The end-user noticed the mean airway pressure (map) was not stable and the piston had stopped. The patient was placed on another ventilator with no harm.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician on-site. The service technician was not able to duplicate the customer's reported issue during testing and evaluation. The 3100 a was ran at the customer's settings and no alarms occurred or piston stopping. The ventilator was due for a 12k preventative maintenance and a 7 year preventative maintenance. The service technician installed all preventative maintenance parts and the 3100 a passed all calibrations and testing's performed. No other issues or problems occurred during the preventative maintenance.